Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had scs system explanted on an unknown date due to delayed wound healing and infection at ipg pocket site. The patient was put on oral antibiotics. The wound healing and infection issue was resolved.